Manufacturer narrative:
The customer ended the call before his personal information or product information could be obtained. It's not possible to determine the manufacture date without the meter serial number.

Event description:
The customer tested his blood glucose using his breeze2 and contour meters. Breeze2 read 81 mg/dl, while contour read 213 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer declined to troubleshoot or provide additional information before ending the call. No product will be returned.